Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room multiple times due to a low blood glucose (bg) level (value not provided). The customer declined troubleshooting with tandem technical support and declined to provide additional information. Reportedly, the customer reverted to an alternate form of insulin therapy.